Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (ess205) (batch no. 620722,620753) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included thermal ablation on (B)(6) 2010 and multiparous. Concurrent conditions included acalculous cholecystitis since (B)(6) 2010, uterine retroversion and body mass index normal. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal"), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), weight increased ("weight gain / loss specify which one: weight gain"), anxiety ("anxiety ") and arthralgia ("joint pain"). The patient was treated with surgery (partial hysterectomy remove to essure device/salpingectomy (bilateral removal of fallopian tubes),) and surgery (uterine ablation). Essure (ess205) was removed in 2010. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal distension, weight increased, anxiety and arthralgia outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, arthralgia, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: there were between 6 and 8 coils visualized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet and medical records received. New reporters added and case updated to medically confirm. Essure indication and start date updated and lot number added. New events abnormal bleeding (menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), gastrointestinal or digestive system condition type: bloating, weight gain, joint pain and anxiety were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (ess205) (batch no. 620722,620753) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included thermal ablation on (B)(6) 2010, multiparous and gallbladder operation on (B)(6) 2010. Previously administered products included for an unreported indication: birth control pill in 2004. Concurrent conditions included acalculous cholecystitis since (B)(6) 2010, uterine retroversion, body mass index normal and gallbladder disorder since (B)(6) 2010. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating") and weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2010, the patient experienced anxiety ("anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), arthralgia ("joint pain") and complication of device insertion ("the first device in left ovary failed to expand and a second device was inserted"). The patient was treated with surgery (partial hysterectomy remove to essure device/salpingectomy (bilateral removal of fallopian tubes),) and surgery (uterine ablation). Essure (ess205) was removed in (B)(6) 2010. At the time of the report, the pelvic pain, abdominal pain and anxiety was resolving, the menorrhagia, vaginal haemorrhage, arthralgia and complication of device insertion outcome was unknown, the dysmenorrhoea, abdominal distension and weight increased had resolved and the dyspareunia had not resolved. The reporter considered abdominal distension, abdominal pain, anxiety, arthralgia, complication of device insertion, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: there were between 6 and 8 coils visualized the first device in left ovary failed to expand and a second device was inserted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2006: on (B)(6) 2006 dye test was done. Batch number: 620722, man date: may-2006, exp date: april-2008. Batch number: 620753, man date: sep-2006, exp date: aug-2008. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-nov-2018: pfs received. Concomitant disease, historical condition were added. Event - complication of device insertion was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (partial hysterectomy remove to essure device). Essure (ess205) was removed in 2010. At the time of the report, the pelvic pain, abdominal pain and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (ess205) (batch no. 620722,620753) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included thermal ablation on (B)(6) 2010 and multiparous. Previously administered products included for an unreported indication: birth control pill in 2004. Concurrent conditions included acalculous cholecystitis since (B)(6) 2010, uterine retroversion and body mass index normal. On (B)(6) 2006, the patient had essure (ess205) inserted. In january 2007, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal"), menorrhagia (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In july 2008, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating") and weight increased ("weight gain / loss specify which one: weight gain"). In april 2010, the patient experienced anxiety ("anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and arthralgia ("joint pain"). The patient was treated with surgery (partial hysterectomy remove to essure device/salpingectomy (bilateral removal of fallopian tubes),) and surgery (uterine ablation). Essure (ess205) was removed in april 2010. At the time of the report, the pelvic pain, abdominal pain and anxiety was resolving, the vaginal haemorrhage, menorrhagia and arthralgia outcome was unknown, the dysmenorrhoea, abdominal distension and weight increased had resolved and the dyspareunia had not resolved. The reporter considered abdominal distension, abdominal pain, anxiety, arthralgia, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: there were between 6 and 8 coils visualized diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Hysterosalpingogram - in january 2006: on jan-2006 dye test was done. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received : events outcome updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (ess205) (batch no. 620722,620753) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included thermal ablation on (B)(6) 2010 and multiparous. Previously administered products included for an unreported indication: birth control pill in 2004. Concurrent conditions included acalculous cholecystitis since (B)(6) 2010, uterine retroversion and body mass index normal. On (B)(6) 2006, the patient had essure (ess205) inserted. In january 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In july 2008, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating") and weight increased ("weight gain / loss specify which one: weight gain"). In april 2010, the patient experienced anxiety ("anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and arthralgia ("joint pain"). The patient was treated with surgery (partial hysterectomy remove to essure device/salpingectomy (bilateral removal of fallopian tubes),) and surgery (uterine ablation). Essure (ess205) was removed in april 2010. At the time of the report, the pelvic pain, abdominal pain and anxiety was resolving, the menorrhagia, vaginal haemorrhage and arthralgia outcome was unknown, the dysmenorrhoea, abdominal distension and weight increased had resolved and the dyspareunia had not resolved. The reporter considered abdominal distension, abdominal pain, anxiety, arthralgia, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: there were between 6 and 8 coils visualized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Hysterosalpingogram - in january 2006: on jan-2006 dye test was done. Batch number: 620722 man date: may-2006 exp date: april-2008. Batch number: 620753 man date: sep-2006 exp date: aug-2008 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.